Event description:
The advocate stated that the customer tested her blood glucose because she was not feeling well and rec'd a reading of 46 mg/dl. The customer was given juice and when her glucose was tested again, the reading was 43 mg/dl. The advocate called paramedics as a result of the low readings. Paramedics tested the customer's glucose at 212 mg/d using their meter. The customer glucose was retested using her contour meter and the reading was 85 mg/dl. The difference between the customer's glucose readings fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged as a result of the customer's contour readings. The test strips were retuned for eval. Replacement test strips were sent to the customer.